Event description:
According the reporter, during a left colectomy, at the time of resection of the colon, the surgeon was not able to squeeze the handle, the loading unit detached from the handle, stapler was not able to fire and clamp broke in two pieces. A new clamp was used to finish the case. There was no patient injury noted during this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According the reporter, as per the additional information received, not all parts of the device were removed from the patient's cavity.